Event description:
Information was later received that the x-ray confirmed a lead fracture. As a result, a lead revision procedure was scheduled.

Event description:
Information was later received that this lead was revised and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and impedance measurements greater than 2500 ohms. As a lead fracture was suspected, an x-ray was ordered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.